Manufacturer narrative:
Unit alarmed during rewind due to faulty motor assembly. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 174 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.